Event description:
The end user reports for the last three years she has experienced skin irritation and burning around her stoma. She saw her physician yesterday and was prescribed clobetasol cream five percent. She mentioned that her skin issue requires the wafer to be changed twice a day and that she is unsure if the irritation is from stool that leaks under the skin barrier.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.